Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed via open heart surgery due to infection. No further patient complications have been reported as a result of this event.